Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer cleaned the scope contacts with isopropyl alcohol on several of the scopes having darkness issues. The customer attempted a second tower and swapped out a known working maj-1430 with the cv-180 however; the issue persisted. Afterwards, the customer tried swapping out several 180 scopes, but the issue continued both towers using two different pigtails. However, the known working tower had no darkness issues until the maj-1430 cable was swapped. After changing the second tower maj-1430 cable back, the darkness issue was resolved. Lastly, the customer had no issues when a bf-h190 scope was connected without the maj-1430. The customer called back later and confirmed that the darkness issue occurred with the 180 series scope. The customer tried the scopes and pigtails with another tower, and it worked as normal. Tac advised the customer to send in the device for evaluation and repair; however, the device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that darkness issues were observed with the evis exera iii video system center. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Correction: e2, e3 was inadvertently left off of the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the darkness issue occurred due to failure of combined device, maj-1430. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.